Event description:
Inflammatory reaction in the left knee [arthritis]. Case description: spontaneous report received on (B)(6) 2010 from a healthcare provider, via a company representative, regarding a female patient (unknown age), initial (B)(6). The patient had a history of previous synvisc injections into the left knee without an adverse reaction. The patient experienced an inflammatory reaction in the right knee after receiving synvisc. On unspecified dates in (B)(6) 2010, the patient received an unspecified number of synvisc injections into the right knee. The patient reported that after receiving the synvisc injections, she developed an inflammatory reaction in the right knee. At the time of this report, the outcome of the patient was unknown. The lot number was s1007. Additional information was received on (B)(4) 2010 in the form of qa results. The production and quality control documentation for lot# s1007, with expiration date 05/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional information was received on (B)(6) 2010 from the healthcare provider and the case was upgraded to serious. The hcp reported the patient had a history of severe grade osteoarthritis, previous treatment with nsaids, previous treatment with steroids, previous treatment with synvisc, and joint narrowing. On (B)(6) 2010, the patient received synvisc injections into the left knee (not the right knee as previously reported). The hcp reported the patient experienced inflammatory reaction in the left knee and reported it was severe in intensity and had a definite relation to the synvisc injections. The hcp reported the patient's symptoms began shortly after the synvisc injection on (B)(6) 2010. On (B)(6) 2010, 30 ml of exudate was collected and analysis was completed. On (B)(6) 2010, the patient received steroid shots and her symptoms resolved. On (B)(6) 2010, the patient received another synvisc shot and experienced the same reaction. On (B)(6) 2010, the patient received one steroid shot. The hcp reported this was a clearcut reaction to synvisc injection times two. At the time of this report, the patient recovered from the inflammatory reaction in the left knee. The lot number was reported to be s1007 for the second shot. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# s1007, with expiration date 05/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.